Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/10/2014, electrode belt: 07/06/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. It was reported that the patient's passing was cardiac related. Per clinical review of the available ECG data, from 03:58:49 to 04:00:46, the patient was in atrial fibrillation (af) at 110 bpm with pvc's and motion artifact. The rhythm then degrades to ventricular tachycardia (vt) at 240 bpm and further degraded to ventricular fibrillation (vf) with CPR/motion artifact. CPR/motion artifact prevented the lifevest from delivering a treatment during vt/vf from 3:59:16 to 4:00:46. The patient remained in vf and the lifevest ultimately delivered an appropriate treatment at 04:01:30 on (B)(6) 2020. The post shock rhythm was af at 20 bpm with motion artifact. A non-treatable rhythm was detected at 04:01:47. The patient was in af at 110 bpm with pvc's, CPR/motion artifact, and electrode lead fall off. Possible vf with motion artifact and electrode lead fall off was seen on the patient's ECG recording for approximately 10 seconds from 04:12:49 to 04:12:59. The patient then received two non-lifevest defibrillations. The patient's ECG recording showed CPR/motion artifact, electrode lead fall off and sinus tachycardia at the time the non-lifevest defibrillations occurred. The rhythm remained in sinus tachycardia at 100 bpm following the second non-lifevest defibrillation and slowed to sinus bradycardia at 40 bpm with bigeminy. CPR/motion artifact and electrode lead fall continued to be observed on the patient's ECG recording. The electrode belt was disconnected at 05:00:09 on (B)(6) 2020 and the patient passed away.